Event description:
Channel error displayed. Pump sent to alaris for testing. Biomed technician spoke to technical support at alaris and was told it is likely the logic board. Pump packaged and returned for repair.